Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pulse generator was explanted due to infection of e coli bacteria noticed on the blood stream. No additional adverse patient effects were reported. The device was returned and analyzed.